Event description:
It was reported that patient spinal cord stimulator lead has exposed wires, exposed contacts and loose contacts. It was noted that seven of the 16 contacts were out on the paddle lead. The patient underwent a spinal cord stimulator (scs) where in all devices were replaced. The explanted device will not be return as it was kept at the facility. Additional information received that patient had several falls over the years which caused impedances and found several contacts had separated from paddle.

Event description:
It was reported that patient spinal cord stimulator lead has exposed wires, exposed contacts and loose contacts. It was noted that seven of the 16 contacts were out on the paddle lead. The patient underwent a spinal cord stimulator (scs) where in all devices were replaced. The explanted device will not be return as it was kept at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 2000008268. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 16686789.